Event description:
Hill-rom received a report from the account stating the bed exit alarm does not work. The bed was located at the account in hall 4. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the bed exit would not set due to the bed not zeroed prior to placing the pt. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech zeroed the scale to resolve the issue. The tech thoroughly tested the bed exit system and it functioned as designed. Based on this info, no further action is required.